Event description:
It was reported that the field representative called technical services (ts) and reported having received a holter monitor electrocardiogram (ECG) strip from the physician that appeared to show right ventricular (rv) loss of capture (loc) following a premature ventricular contraction (pvc) and observed a drop in pacing rate to 30 beats per minute(bpm) on this pacemaker system. The field representative inquired as to what the cause of the rv loc and pacing inhibition was. Ts reviewed the available data and was unable to determine cause of the pacing inhibition and rv loc due to threshold test results showed stable thresholds and impedances. Ts recommended for the patient to be scheduled for an in-clinic visit, for further evaluation of the pacemaker system. At this time, the pacemaker remains in service. No adverse patient effects were reported.